Manufacturer narrative:
Due to character limit in e1. Full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had autofill error. There was no patient involved.

Manufacturer narrative:
Updated fields:b4, g3, g6, g7, h2, h6 type of investigation code, investigation findings code, investigation conclusion code,component code, h11. A getinge field service engineer (fse) confirmed the error in the logs. The safety disk exceeded 6,000,000 cycles and also failed the pim leak test. Both the safety disk and tidal volume disk were replaced. The all manifolds test passed including the pim leak test. The cardiosave was exercised on a test catheter and patient simulator without issue.

Event description:
N/a.